Manufacturer narrative:
The facility did not request service. A service review was conducted; a preventive maintenance procedure was performed for this system on (B)(4), 2011 and the service report indicates the system met specification. The preventive maintenance procedure was also reviewed and contains no steps which alter the individual physician's parameters or could otherwise have contributed to the reported event. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).

Event description:
A nurse reported that during phacoemulsification, the posterior capsule tore. Anterior vitrectomy was completed at the time of the cataract surgery and pars plana vitrectomy was performed one week later. The surgeon was inquiring as to whether the settings had been changed during the recent servicing of the equipment.